Event description:
It was reported that during a lap cholecystectomy procedure, the clips were correctly applied. Twelve hours post-op, the patient experienced bleeding of the drainage. This resulted in a reoperation to prevent any damage. There were no adverse patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.